Event description:
Caller reported that the cartridge was damaged. Blood glucose level did not exceed 500 mg/dl. Caller successfully changed the cartridge and resumed insulin therapy, and the damaged cartridge was not returned.